Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 4:30 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.7 inr. At 7:30 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.8 inr. The patient used the same finger that was used for the first test. Within 7 hours of the first meter test, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.9 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment and did not receive a change in medication based on the meter results. The patient's current condition is good. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is normally twice per week, although the patient's current testing frequency is daily. The patient does not have anemia or antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dosage has not been changed since last tested. Prior to the first measurement, the patient started taking doxycycline due to bronchitis. The patient's diet did not change since last tested. The patient did not have a special or unusual diet. The patient has not had any bleeding or bruising. The patient has not cleaned the heater plate of the meter recently. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272163) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.